Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leaking around his site where it was on his body when waking up this morning with infusion set on (B)(6) 2026, resulting in high blood glucose. The infusion set was replaced, and insulin delivery was successfully resumed.